Event description:
The customer reported that the system would not subtract. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was reinstalled and the log file was uploaded. The system was tested and found to be working as intended and put back into service.